Manufacturer narrative:
(B)(4).

Event description:
The physician reported that the patient visited due to presyncope. Upon interrogation, when patient raised the left arm, there was loss of ventricular capture on the ECG, and the patient's heart rate dropped to 30ppm with unresponsiveness for 2-3 seconds. Ventricular pacing was resumed by pushing the emergency button on the programmer and the patient returned to consciousness. The device was re-programmed to ddd and sent to the ER. Proper tracking was confirmed with ddd programming. The stored egms (v burst) showed intermittent ventricular oversensing resulting in inappropriate inhibition of ventricular pacing. It was also indicated that distribution of the r amplitudes in ventricular autosensing histogram were irregular. Another unsuccessful attempt was made to re-create the oversensing and inhibition in the ventrular channel with provocative testing. A re-intervention was performed on (B)(4) 2015: inspection of the ventricular lead did not reveal any abnormalities except that the suture sleeve was loose and the lead could be slid within it. The lead could not be explanted, so it was replaced. The subject pacemaker was also replaced.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the patient visited due to presyncope. Upon interrogation, when patient raised the left arm, there was loss of ventricular capture on the ECG, and the patient's heart rate dropped to 30ppm with unresponsiveness for 2-3 seconds. Ventricular pacing was resumed by pushing the emergency button on the programmer and the patient returned to consciousness. The device was re-programmed to ddd and sent to the ER. Proper tracking was confirmed with ddd programming. The stored egms (v burst) showed intermittent ventricular oversensing resulting in inappropriate inhibition of ventricular pacing. It was also indicated that distribution of the r amplitudes in ventricular autosensing histogram were irregular. Another unsuccessful attempt was made to re-create the oversensing and inhibition in the ventrular channel with provocative testing. A re-intervention was performed on (B)(6) 2015: inspection of the ventricular lead did not reveal any abnormalities except that the suture sleeve was loose and the lead could be slid within it. The lead could not be explanted, so it was replaced. The subject pacemaker was also replaced.